Event description:
It was reported that a user requested a replacement charger because the current charger appeared not to function reliably, and the user wished to address a potential charger issue while an ilet replacement was already in process. Customer care provided support that included shipment of a replacement charger by standard shipping. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory issue, with no device alarms reported. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction attributable to a charger performance issue.